Event description:
A co rep reported when respiratory went to extubate a pt the cuff was deflated, but resistance was felt during extubation and they could not pull the tube. On 04/04/2008, the hospital's regulatory rep called to further explain that respiratory tried to move the tube a little, but decided to let anesthesia handle it. The anesthesiologist recognized the tube and was familiar with it. He bronched the pt down the ett and could not find anything wrong with the ett. He noted that the pt had brown secretions; other than that nothing unusual. There was no active bleeding or scar tissue. He rotated the ett approx 30 degrees and removed it. He did not rupture the cuff but did cut the pilot line. It is not known if he cut it before or after the extubation. The pt has since been discharged on the month before, with no tracheal complaints.

Manufacturer narrative:
Return of the hi-lo evac tube for failure investigation has been requested. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. If the tube is returned for failure investigation a follow-up report will be submitted. It was reported that the hi-lo evac is being trailed in the hosp and there may be a need for add'l training. During the call on 04/04/2008 the hospital's regulatory rep also stated what might have happened was related to the fact that they were using too much suction, "that it may have been up higher than normal" or "operator error". The plan at the hosp is to label the suction cannister with the correct pressure and to retrain the staff.